Event description:
I have had pain in my breasts, back and neck. Multiple symptoms that blood work and various specialists/tests could not conclude over many years. Extreme fatigue, chronic cough, dry, cracked skin and other skin issues; blurry vision, and pain in breast, back, neck, and shoulder as the main symptoms. Much time and money spent at dr offices trying to figure out why.